Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss and the need to re-establish pairing. No adverse clinical symptoms reported. Outcomes included no impact to blood glucose management reported by the user. User support included troubleshooting and education, including toggling settings and restarting the ilet, with instruction to allow time for reconnection. Investigation of this case revealed a transient communication issue consistent with signal loss between the cgm and the ilet without evidence of hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption resolved through standard troubleshooting.

Manufacturer narrative:
Initial.